Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed there is no similar thrombosis complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study devices, procedure, and to the av access circuit. Based on the instructions for use (IFU), the occurrence of thrombosis is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the cephalic vein outflow in the left upper arm. Approximately 8 months after the index procedure, the patient¿s access reportedly had a thrombosis. A revascularization via thrombectomy/thrombolysis was performed and the health care professional (hcp) deemed it was unsuccessful. The next day the hcp abandoned the access site and placed a permcath, so the patient could receive dialysis. A shunt revision is planned, but has not been performed at this time. The investigator assessed that the access thrombosis was possibly related to the study devices, procedure, and to the av access circuit. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00302.